Event description:
Customer reported device = 400 mg/dl in the morning. Customer ate breakfast. Customer's friend drove pt to the hospital. Hospital lab =in the 200 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.